Event description:
Customer reported experiencing a high incidence of false positive reactions in lane 78 when testing samples likely to represent c 04 samples using the allset gold ssp hla abc low res kit (catalog# 54340d) lot 038 1249868. Analysis of well pattern returns either a no type or mis-type depending upon the other banding pattern present. Customer complaint (B)(4).

Manufacturer narrative:
The internal investigation for allset gold ssp hla abc low res kit (catalog# 54340d) lot 038 1249868 confirmed a product malfunction. Root cause has not yet been determined. The investigation is ongoing. Additional info will be provided in the follow up report.